Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify missing segment/ partial display or back light anomaly due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had a black screen during the night. The screen was black but the beeps could be heard. The tried solving the problem by changing the battery but that did not work. The caller stated that blank display was not necessary as the screen isn't black now, but the backlight is on, and the screen is blue. Customer did not report blood glucose values. Advised that the pump would be replaced.